Event description:
Upon implantation of this ICD on (B)(6) 2012, the physician reported several telemetry errors occurred and the programmer user interface finally got frozen at the end of the v pacing threshold test. The programmer had to be restarted (power supply was unplugged). Afterwards the ICD was interrogated. However, because of telemetry errors and test interruptions (lead measurements, threshold tests, and induction), the patient needed additional sedation. Finally the procedure was completed, but telemetry errors occurred again. After the induction, telemetry was interrupted again leading to missing markers and ECG display on the programmer. An explanation is requested.

Manufacturer narrative:
On (B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.